Event description:
Following a generator's explant, it was received for product analysis at settings indicative of a faulted diagnostic test. The last known settings from the manufacturer's programming history database were from (B)(6) 2007, and they were as intended for the patient's therapy at that time. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.